Manufacturer narrative:
Unit received with unexpected restart alarm due to broken solder joint on connector interface board. No external error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external error. The unexpected restart alarm was recurring during normal insulin pump use. The insulin pump usually shut off when he was in the shower. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.